Manufacturer narrative:
The device was sent to the legal manufacturer for investigation. Device history records: the manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the endoeye high-definition ii, autoclavable video telescope has a colored image defect, ¿gives green image¿. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and additional information received from the customer. The device was returned to olympus for inspection and the customer's complaint was confirmed. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd)/r-unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. In addition, the following non-reportable malfunctions were found during the device evaluation; damaged optical fiber bundle, cut in the hose, and debris under the cover glass. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported event occurred at the start of a laparoscopic gall operation. There was no delay to the procedure as the scope was switched before the operation began and the procedure was completed with the other scope. The defective scope was inspected before use and no faults were detected.